Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user¿s ilet touchscreen became unresponsive due to a cracked display. The user did not know how the damage occurred. The device was not usable, and a replacement was arranged. No injury or blood glucose impact was reported.